Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported percutaneous lead (driveline) infection cannot be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced revision of the outflow graft and embolectomy was reported under medwatch MFR report # 2916596-2017-03110. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented with a state of confusion and an unclear infection with increased infection parameters. Cultures were positive for corynebacterium afermentans. Unspecified changes to the patient¿s mediation were made. On (B)(6) 2018, the patient was discharged home in stable condition. It was reported that the infection was possibly related to a revision of the outflow graft and embolectomy that occurred on (B)(6) 2017. No additional information was provided.